Manufacturer narrative:
The insulin pump was received with the operating currents within specification and passed the self-test, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test, and the delivery accuracy test at 0.08770 inches. The insulin pump was programmed with multiple boluses and monitored. All boluses delivered properly and were listed in the bolus history screen. The drive support disk was inspected and no damage or anomaly noted during testing. The insulin pump was received with cracked reservoir tube lip, minor scratched lcd window, and scratched reservoir tube window.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose. The customer's blood glucose was over 500 mg/dl at the time of incident. The customer's blood glucose was 280 mg/dl at the time of call. The customer stated that they gave correction with manual injection. The customer stated that they were wearing the insulin pump during hospitalization. The customer stated that the drive support cap was flush. The customer performed troubleshooting and did not find air bubbles, leaks, site and insulin issues and setting issues. The customer was advised to change the entire set, reservoir, insulin and treat per health care provider's instructions. The insulin pump will not be returned for analysis.